Event description:
"Dysfunction of groshong". Surgeon reported "cracked." Groshong catheter-removed and sent to pathology - lifeport catheter inserted. Initial insert of groshong was in 2003 - found defective/cracked 19 days after initial insert.